Manufacturer narrative:
Correction to the initial MDR in block h6.

Event description:
The polarx catheter was used to complete a percutaneous catheter cardiac cryoablation procedure. The roof of left atria was freezed, and the esophageal temperature had dropped below 10 degree celsius in some areas. Post procedure during a follow up the patient was admitted for gastric dilatation. The patient was hospitalized and under observation.

Manufacturer narrative:
Correction to the initial MDR in block h6. - the patient code is a stand in for the distension adverse event. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
The polarx catheter was used to complete a percutaneous catheter cardiac cryoablation procedure. The roof of left atria was freezed, and the esophageal temperature had dropped below 10 degree celsius in some areas. Post procedure during a follow up the patient was admitted for gastric dilatation. The patient was hospitalized and under observation.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that post cryoablation, the patient experienced gastric dilation. During a percutaneous cardiac cryoablation procedure to treat atrial fibrillation, a polarxfit catheter was selected for use. The roof of the atria was treated, and the esophageal temperature dropped below 10 degrees celsius in some areas. Post operatively, the patient was admitted for follow-up with gastric dilatation. The polarxfit catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.